Event description:
Boston scientific became aware of an event involving the axios stent and electrocautery-enhanced delivery system through the article 'treatment outcomes of eus-td using lumen-apposing metal stent (lams) for peripancreatic fluid collection (pfc) in our hospital' by keisuke kinoshita et al. The study aims to evaluate treatment outcomes, the incidence of complications, and cautionary considerations following eus-td with lams placement. According to the article, between january 2019 and june 2024, twenty-five cases were included in which lams was used for pancreatic fluid collection during an endoscopic ultrasound transluminal drainage (eus-td). One patient experienced spontaneous stenting (stent migration). No cases required treatment after lams removal. Please see the referenced article for full details.

Manufacturer narrative:
Block b3: approximated based on the date the article was conducted. Block d4, h4: the literature article did not provide the suspect upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: keisuke, k., et al. "Treatment outcomes of eus-td using lumen apposing metal stent (lams for peripancreatic fluid collection (pfc) in out hospital". Block h6: imdrf device code a010402 captures the reportable event of stent migration.